Event description:
It was reported that a user¿s insulin pump screen cracked while in use, rendering the touchscreen inoperable although insulin delivery continued. Symptoms included none reported. Outcomes included a device replacement arranged through customer care. Investigation included product technical support review and troubleshooting with the user. Investigation of this case revealed physical damage to the display consistent with screen breakage and no device alarms reported. It was concluded that the event was due to screen damage and that insulin delivery function remained intact.